Event description:
It was reported that this attempted right ventricular (rv) lead exhibited lead conductor fracture. Outside the body, the helix was observed to retract and extend without difficulty. However, during implantation attempt, despite multiple repetitions of the recommended technique including performing ten turns, removing the helix tool, releasing torque, and repeating an additional ten turns several times, the helix failed to extend. Subsequently, noise began to occur, and pacing could not be achieved even at 10 volts. As a result, this rv lead was replaced and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk assessment: a risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to procedure."

Event description:
It was reported that this attempted right ventricular (rv) lead exhibited lead conductor fracture. Outside the body, the helix was observed to retract and extend without difficulty. However, during implantation attempt, despite multiple repetitions of the recommended technique including performing ten turns, removing the helix tool, releasing torque, and repeating an additional ten turns several times, the helix failed to extend. Subsequently, noise began to occur, and pacing could not be achieved even at 10 volts. As a result, this rv lead was replaced and not implanted. No adverse patient effects were reported.